Event description:
Customer reported he has experienced low and high blood glucose since being on the insulin pump. Blood glucose has been as high as over 400 mg/dl as well as low as in the 50 mg/dl range. Customer declined to troubleshoot. He stated he has recently worked with the doctor on adjusting the settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.